Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
It was reported that the ventilator while in use had an error code indicating a alarm message: low leak-co2 rebreathing risk. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. The customer reported that the reported issue could not be duplicated. The customer performed testing and all tests passed.